Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center exhibited scope connector socket is broken during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. Corrected fields: a2, a4, a5, a6, b5, b6, b7, e3, h6 (health effect impact code). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image was interrupted. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the malfunction could not be identified. Additionally, image was interrupted due to due to damage on printed (ap and dr) board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there were no reports of patient harm.